Event description:
It was reported that during a routine follow up it was revealed that there had been a right atrial (ra) lead warning. However it could not be determined if it was due to high or low impedance. There was no intervention and the patient will continue to be monitored. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: vedr01 implantable pulse generator (B)(6) 2010; 5054 implantable pacing lead (B)(6) 2005. (B)(4).